Event description:
Information received indicates the head brake caster is not holding firmly when in brake.

Manufacturer narrative:
The technician found the rubber on the caster tire was scuffed and had a groove in the middle allowing the brake function to slip. The technician replaced the head end brake caster to repair the bed.